Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reported that while using her lancing device for her freestyle lite blood glucose meter, the lancet got stuck in her finger and it started to bleed. The customer did not report any treatment of third party medical intervention. There was no report of death, serious injury or mistreatment in this case.